Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter, translated from chinese to english: during use, cracks in the connector caused leakage. Additional information received from the customer: please confirm the lot number(s)? Batch number: 25055265. Please confirm how the fault was identified? Leakage detected during infusion. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Leakage observed during both infusion and flush phases; typically begins around two days post-insertion. Please confirm the make and model of the connecting product(s)? Current material number unconfirmed; refer to returned sample. Please confirm what substance was being infused during the time of the event? Routine fluid replacement. Was there any patient harm? No direct harm, but connector leakage/incomplete seal caused blood reflux in PICC catheter, leading to unplanned catheter removal. Was there an under infusion? No. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Disinfected using alcohol swabs.

Manufacturer narrative:
Four mz1000 china samples were received without packaging for investigation. The customer reported that the affected samples were from lot 25055265 and that "during use, a crack in the connector caused leakage". As part of the investigation, the customer provided a video and photographs of the affected samples. Analysis confirmed that a crack was present and leakage occurred. Additional information from the customer stated that the leakage was typically seen around two days post-insertion and that alcohol swabs were used to disinfect the product. All of the returned samples were subjected to pressure testing in order to replicate the customer's experience; leakage occurred on two of the returned samples. Upon closer inspection, a crack was seen on the female luer adaptor (fla) of both samples. No leakage nor cracks were observed during testing of the remaining two samples. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25055265 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
No additional information.